Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an infusion set bent cannula event on (B)(6) 2025 with infusion sets. The insertion site was abdomen. The infusion set was in use for 5 hours. The patient noticed symptoms 3 or more hours of insertion. The patient was hospitalized on (B)(6) 2025. The patient was admitted to intensive care unit (ICU). The blood glucose level was 347 mg/dl at the time of the event. The patient got treated with intravenous (IV) and fluids of saline and insulin. The patient also tested positive for ketones.the patient was released on (B)(6) 2025 from the hospital. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 1 of 2.

Manufacturer narrative:
Supplemental report 01 - (B)(4) - MDR 3003442380-2025-15460. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6008520, in question was manufactured at the reynosa site. Device history record (DHR) review: the lot 6008520 was manufactured according to the work instruction (wi) version 116 in the line 07, on 09/aug/2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.